Event description:
Alleged issue: during a (tplo) tibial-plateau-leveling osteotomy, the tip snapped off during surgery. The animal was not injured during the incident, and the current condition of the animal is fine.

Manufacturer narrative:
(B)(4). The device sample has not been received by the MFR at the time of this report.